Event description:
Customer reported getting high readings from their freestyle meter. They performed comparison tests between a lab meter and freestyle meter and results were 101 mg/dl and 168 mg/dl.